Event description:
It was reported that there was high pacing impedance, oversensing, and a possible lead fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a lead impedance out of range alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).